Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) helium was leaking from the unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country, email address), e2, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. Corrected fields: g2. A getinge field service engineer evaluated helium leak from unit after checking leakage found from the tubing which was connected with the helium regulator assembly same needs for testing purpose further checking will be done after replacing the same. The helium multiple was replaced. Unit now working fine and handover to customer with working condition. No patient involvement.